Event description:
On 07/08/2022 it was reported by a sales representative via sems that the blue tip of the ar-9165cdg baseplate impactor broke after implant insertion. All pieces were recovered. This was discovered during use in a procedure the week of july 1st. The case was completed without further issue. Requested additional information.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.